Manufacturer narrative:
This supplemental report is being submitted to provide new information received from the author. New information has been added to b5. Also, correction were made to d8 and g2. Information added to those fields that were inadvertently not included on the initial medwatch. A correction was made to h6 code (type of investigation). Code 4111 (communication/interviews) was added since it was inadverdently not included on the initial medwatch. Also, h6 code (investigation findings) was corrected to code 213 from initial entry. Olympus will continue to monitor field performance for this device.

Event description:
The following information was received from the author: an olympus device did not cause or contribute to any of the adverse events described in the article. Also, an olympus device did not malfunction during any of the procedures.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The device history record was not able to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. As a result of reviewing this literature, the following was found: this study aimed to evaluate the feasibility of performing endoscopic ultrasound-guided hepaticogastrostomy using a 22-gauge fine-needle aspiration needle in 14 patients. This study concluded that eus-hgs using a 22-gauge fna needle was initially effective. It was confirmed that no malfunction related to the product was stated in the literature. Based on the results of the legal manufacturer's investigation, we were unable to determine from the literature if there was any causal relationship between a symptom of patients and the subject device. A root cause could not be determined. The literature article is attached for additional information. Olympus will continue to monitor field performance for this device.

Event description:
Olympus reviewed the following literature titled, "feasibility of endoscopic ultrasound-guided hepaticogastrostomy using a 22-gauge needle." This single-center retrospective study aimed to evaluate the feasibility of performing endoscopic ultrasound-guided hepaticogastrostomy using a 22-gauge fine-needle aspiration needle in 14 patients. Overall technical success was achieved in 11 cases (78.6%) and subsequently, 11 cases of technical success were analyzed. Clinical success was achieved in all the cases. The procedure time ranged from 15 to 93 minutes, with a median duration of 35 minutes. This study concludes that eus-hgs using a 22-gauge fna needle is initially effective. However, in 72.7% of the cases started using the 0.018-inch guidewire, the guidewire was exchanged for a 0.025-inch guidewire during procedure. Type of adverse events/number of patients. Biliary peritonitis - 4 patients. Biloma - 1 patient. This medwatch report is being submitted for the gf-uct260 evis lucera ultrasound gastrovideoscope, with patient identifier: (B)(6), as that was the scope referenced within the literature. Since the literature described "22g ez shot 3plus", we selected "na-u200h-8022" as a representative product. The medwatch for the na-u200h-8022 single-use aspiration needle will be submitted with patient identifier: (B)(6).